Event description:
A patient in (B)(6) had been undergoing crrt on a prismaflex machine with a prismaflex m100 filter set. Treatment had been running approximately 12 hours when the nurse observed an external blood leak. Treatment was immediately ended and the blood from the extracorporeal circuit was returned to the patient. The patient was given a blood transfusion; the patient had received blood transfusions prior to this event and the transfusion given after the event was "related to the medical condition of the patient.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. No pictures were available. There was no leakage reported during the priming of the product before the event. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.